Event description:
It was reported the patient had their pump replaced. The pump had 19cc residual amount in 20 cc pump. The catheter was tested and was fine. The catheter remains implanted. A bolus was delivered intraoperatively with the replacement pump and "all was fine". The drug in the pump was morphine at a concentration of 25 mg/ml and a dose of 6.492 mg/day. No symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.